Manufacturer narrative:
(B)(4). Rwmic considers this MDR/complaint open. A follow up report will be submitted once additional information are available.

Event description:
On (B)(6) 2020, the user facility contacted rwmic, and the following was reported: one of the two tips of the forceps broke off. They are asking if there could be a piece of the pin in the patient. I spoke to production manager, and he says that it is possible that a pin, or part of a pin came off into the patient. I recommended that they use a c-arm to check, as the pin is made of stainless steel, and will be visible on the x-ray. Danielle sent a picture of a broken pin that was found inside the patient. The surgeon is asking if there could be more of the pin inside the patient. I checked with the production manager , the rest of the pin would be in the sheath of the instrument, and not in the patient. (B)(6) didn't know if they would be sending the forceps in for repair. She said she would call back by the end of the day on (B)(6) 2020. I called, and left a voicemail on (B)(6) 2020 with no response. Will the device be returned? No. Was the device being used during a procedure when the issue occurred? Yes. Was there any injury or illness to the patient due to the reported issue? No. Was there any injury or illness to any other personnel due to the reported issue? No. Did the issue cause a delay in the procedure being performed? Yes. Did the delay put the patient at risk? (Only applicable if there was a report of delay) yes. Was there a similar back-up device available for use? Yes. Was the scheduled procedure completed? Yes.

Event description:
The follow up #2 is to report the patient information and additional information received from the initial reporter.

Manufacturer narrative:
Rwmic is submitting this report on behalf of richard wolf gmbh. Richard wolf medical instruments corporation is the importer of this device. On (B)(6) 2021, rwmic received new information from the initial reporter. Rwmic considers this MDR and complaint closed at this time. If additional information become available, a follow up report will be submitted.